Event description:
It was reported the patient's ipg has migrated and is causing the patient pain. The patient is to consult with her physician regarding undergoing surgical intervention to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.